Manufacturer narrative:
27-mar-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Soreness/hurt/felt sensitive - vagina [vulvovaginal pain]. Irritation/uncomfortable - vagina [vulvovaginal discomfort]. Felt swollen - vagina [vulvovaginal swelling]. Tampon stuck in me [foreign body in reproductive tract]. String broke off tampon [device breakage]. There was barely any string there to begin with because of how small it was- tampax [device physical property issue]. String was very small and broke off when I pulled it to take tampon out [complication of device removal]. Case description: consumer called stating that the string broke off the tampon when she tried to remove it. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Soreness/hurt/felt sensitive - vagina [vulvovaginal pain], irritation/uncomfortable - vagina [vulvovaginal discomfort], felt swollen - vagina [vulvovaginal swelling], tampon stuck in me [foreign body in reproductive tract], string broke off tampon [device breakage], there was barely any string there to begin with because of how small it was- tampax [device physical property issue], string was very small and broke off when I pulled it to take tampon out [complication of device removal]. Consumer called stating that the string broke off the tampon when she tried to remove it. No serious injury was reported.